Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.